Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a routine follow-up appointment this right ventricular (rv) lead exhibited low pacing impedance measurements less than 200 ohms. There was also a decrease in rv sensing. The shocking impedance measurements and pacing threshold measurements were stable and within normal limits. There was also stored ventricular fibrillation (vf) episodes due to noise and oversensing which resulted in the delivery of inappropriate anti-tachycardia pacing (atp). Noise was able to be recreated during isometrics and pocket manipulations. An x-ray was performed and confirmed damage to the lead near the subclavian area. The rate cutoff (rco) and duration were increased. No adverse patient effects were reported.